Event description:
After using for a short period of time, the brushhead falls off during brushing [device breakage] no adverse event [no adverse event]. Case description: a male consumer reported that while using an oral-b rechargeable toothbrush, version unk, after using for a short period of tome, the oral-b flexisoft brushhead falls off during brushing. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at ths time. Full eval will occur upon receipt of the returned product.